Event description:
The facility reported that the pt's penis was pinched in the chair. No treatment was described.

Manufacturer narrative:
The device was examined by an arjohuntleigh investigator and found to be in good condition. Based on the info provided, the MFR has concluded the cause of this event was that the preventive methods stated in the operating and product care instructions for the prevention of pinching of male genitals were not followed. This problem has been further addressed in a recent field safety notification. A new seat cushion with an integrated shield to protect the male genitals from being pinched has been introduced and the operating and product care instructions have been revised. The MFR recommends replacement of the cushion with the new design as described in the safety notification and retraining of the operators to the operating and product care instructions.